Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated, and a definitive cause for the reported difficult to position/sleeve steering issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report sleeve steering issues. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. It was noted that there was a previously implanted surgical valve replacement valve ring that was torn on one side. The clip delivery system (cds) was advanced to the mitral valve; however, the clip would move extremely anterior, and could not be steered. The clip was not implanted and the cds was removed. A new cds was used to complete the procedure. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.